Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the left ventricular lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room complaining of muscle twitching. X-rays revealed that the left ventricular lead had dislodged. The lead was turned off and physician considered lead revision. Patient was stable after resolution.